Event description:
Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient underwent surgical intervention for an issue reported under MFR. Report#: 1627487-2018-04725. During the procedure, high impedance was found on most of the lead contacts. In turn, the lead was repositioned multiple times but high impedance remained. As a result, the patient will undergo further surgical intervention on a later date to address the issue.